Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct section d9 as the device return date was inadvertently reported as 12jul2021 when the actual date was 02jul2021. To update section h3, and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath, valve assembly, and dilator were received for product evaluation. The components were received mated together. The components were disassembled, and the sheath was subjected to visual analysis. Mechanical damage was noted at the hub, the shaft was dislodged from its intended and had moved distally. The swag band and the strain relief were exposed and fully outside the sheath hub. No other damage was noted on the sheath or any of the other components returned for evaluation. The complaint can be confirmed for sheath mechanical damage. Based on the investigation, it is likely torsional transverse forces likely caused the damage noted on at the sheath hub. Additional information was requested from the customer; however, no further information is available at this time. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the intervention was completed, when the physician was withdrawing the r2p destination slender sheath, the main catheter detached from the hub. The physician continued to withdraw the sheath without the hub attached with no adverse effects. A tr band was applied, and the case was completed. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. Additional information was received on (B)(6) 2021. The specific intervention procedure taking place for the patient was a radial access, peripheral intervention. The estimated blood loss was less than 250cc.